Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary:the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019. On (B)(6) 2015, the patient underwent right knee arthroplasty due to osteoarthritis of the right knee. The surgeon reported no intraoperative complications, where the patient tolerated the procedure well. Attune knee system, and two smartset cements were utilized in the procedure. On (B)(6) 2016, the patient underwent a right knee revision due to pain. The surgeon indicated the femoral component appeared to be slightly internally rotated and was thought to be the cause of the pain. There were no complaint against any of the attune components nor the cement. The surgeon reported no intraoperative complications. All depuy components and cement were utilized in the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2016; (rt knee).